Event description:
Report received from the USA stating that the device was heating up during a laminectomy surgery. No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).